Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Original: it is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2017, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the right common femoral vein due to deep vein thrombosis (dvt), followed by a failed retrieval attempt on (B)(6) 2019 and a successful retrieval on (B)(6) 2019. Patient is alleging "removal required two attempts, and complex procedure." Report from CT: "there is an ivc filter in the infrarenal ivc. Numerous small veins are seen in the subcutaneous tissues of the abdomen." Report from CT: "venographic phase demonstrates patent bilateral common femoral veins, external iliac veins, and common iliac veins. The inferior vena cava is patent. Multiple anterior abdominal wall and pelvic wall collateral veins are identified although there is no clear evidence of caval thrombus or occlusion. An infrarenal inferior vena cava filter is in place. The filter is partially deformed with a posterior oriented strut oriented cranially. This tract appears to be discontinuous with the main filter body on the sagittal images. However, this may be related to slice thickness rather than actual filter fracture. The filter is also tilted anteriorly with its tip abutting the caval wall. A posterior oriented strut is also extra caval." Retrieval report (attempted): "we did a venography of the infrarenal ivc. We advanced the endobronchial forceps and attempted to capture the tip and dissect it off the wall. Then a vs1 catheter was advanced and tried to loop an exchange length glidewire. A 25 mm amplatz gooseneck snare was advanced and then the tip of the glidewire was snared. At this point we did repeat venography and decided to remove sheath." "Caval thrombus, embedded hook." Report from CT: "an infrarenal inferior vena cava filter is again identified. Beneath the filter, there is a relatively long segment linear filling defect extending into the right common iliac vein compatible subocclusive thrombus/chronic venous fibrosis from prior deep vein thrombosis. Above the filter, the inferior vena cava appears patent. There is a probable subocclusive filling defect within the left external iliac vein similar in appearance to the inferior vena cava filling defect." Retrieval report (successful): "ivc filter retrieval was attempted with a 25 mm gooseneck snare but was unsuccessful. Endobrachial forceps were then used to attempt ivc filter retrieval but was unsuccessful as the hook could not be grasped. A tourguide torqueable sheath was then used to try and release the filter tip from the ivc capsule but was unsuccessful. Attempts were made to create a loop snare using a 5 french vs1 catheter and 0.035' glidewire, however the wire could not be looped around the filter." "A .035" glidewire was then advanced through the pigtail to loop between the filter and ivc wall. In situ snare of the glidewire was performed and the snare pulled through the sheath to create a loop snare. The loop snare was pulled superiorly in a hangman technique which resulted in release of the ivc filter tip from the ivc wall. The ivc filter then snared with gooseneck snare, and pulled into the 16 french 45 cm sheath and the sheath removed. The sheath was cut open confirming the presence of the ivc filter within it with all its struts present." "The left internal jugular vein is patent and compressible without thrombus. The right femoral vein is patent and compressible without thrombus. Infrarenal ivc anatomy shows luminal irregularities with focal areas of mild to moderate stenosis. Likely representing areas of chronic clot and large collateral vessels. Post venoplasty venogram demonstrates mild improvement with persistent areas of mild to moderate stenosis and large collateral vessels post procedure image demonstrates the filter is no longer present. Inspection of the filter shows that all the struts and body are completely intact."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, embedment, caval thrombus/stenosis, difficult/complex removal, tilt, bent strut . Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported bent strut is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.